Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for analysis. Review of production records for complained component has been performed and did not highlight any anomaly. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026 due to implant dislocation. Previous surgery was performed on (B)(6) 2025 and following components were implanted: - finned stem dia 14 mm l. 80 mm (pn 1304.15.140, lot. 2501562, ster. (B)(4)). - humeral body reverse (pn 1352.15.010, lot. 2524608, ster. (B)(4)). - reverse liner std 40mm (pn 1365.50.810, lot. 24at31q, ster. (B)(4)). - eccentrical glenosphere 40mm (pn 1376.09.041, lot. 2517012, ster. (B)(4)). - connector with screw small r (pn 1374.15.305, lot. 2525209, ster. (B)(4)). - metal back glenoid small-r (pn 1375.21.005, lot. 2523946, ster. (B)(4)). - bone screw dia 6,5 mm l20 mm (pn 8420.15.010, lot. 2523113, ster. (B)(4)). Patient dislocated and, as a consequence, during revision the surgeon removed above mentioned reverse liner std 40mm and replace it with a reverse retentive standard 40mm (pn 1365.50.811). Surgery was completed as intended. Patient is female, date of birth (B)(6) 1950. Event occurred in united states.